Event description:
Boston scientific received information that during a routine device interrogation reproducible noise was observed on the right atrial (ra) and shock channel. It was noted that there was no noise on the right ventricular (rv) channel. Approximately one year later noise was still visable on the ra and shock channel. It was able to be reproduced with isometrics and tapping on the device. There was one inappropriate atrial tachy response (atr) stored due to oversensing of the noise. The impedance measurements on another manufacturer's ra lead had decreased from 450 ohms to 265 to 275 ohms and the p-wave amplitude had decreased from implant. During the interrogation they were unable to obtain the p-wave amplitude measurements since the patient was in atrial fibrillation (af). At that time the pacing mode was reprogrammed. Two months later the patient received multiple inappropriate anti-tachycardia pacings (atps) and five inappropriate shocks due to atrial undersensing which resulted in therapy exhaustion within the ventricular tachycardia (vt) one zone. Boston scientific technical services (ts) was consulted and suggested turning of atrial discriminators. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.